Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device will not be returned to manufacturer.

Event description:
Patient reportedly received results of 332 mg/dl and 152 mg/dl within 10 minutes on the inform ii system. No actions taken based on device results. No adverse event reported. Requested return of suspect device however the test strips have been discarded; replacement was sent.